Event description:
The account alleged after installing a new left siderail, the siderail would not latch.

Manufacturer narrative:
The account found dirt and red grease on the siderails mechanical parts. The account replaced the siderail latching mechanism to repair the bed.